Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-sep-2022, and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the doors were failing intermittently. The field service engineer (fse) cleaned the contacts on the mini switches and applied enhancer. All connections were secured, and the unit tested successfully in the hardware test application. Verified to be operational. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower the door had repeatedly failed after recovering. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.